Event description:
The customer reported that the system is having kv and ma problems.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep troubleshot system and checked batteries under load. He performed the hv arch test and found no archs. He fluoroed the system for 15 minutes straight and couldn't duplicate the error. The system operates as designed.